Manufacturer narrative:
Contiinued e.1 phone number : +(B)(6). Continued e.1 zip code: (B)(6). Continued d.6b explant date: explant occurred, date not provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.